Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Low battery alarm and power error 25 alarm are confirmed in the long trace file. Detailed trace analysis confirmed the pump alarmed low battery and then alarmed power error 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes due to non-sleep anomaly software error. Pump received with scratched case, stained keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed battery error every 4 hours. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the alarm could not be cleared. The product will not be returned.